Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient wore pump in ocean for a few minutes and then disconnected for swimming in deep water and then when pump was reconnected it was beeping for low battery and felt very hot. The patient was not hurt by the hot pump and no medical attention was needed. Reporter confirmed the battery and cartridge compartments were very dry, battery cap was fitting securely. Reporter also confirmed there were no signs of corrosion to battery compartment or battery nor signs of any damage to pump. Display, keypad, grip pad, bumper pads, battery cap, cartridge cap, label, and casing - all appeared to be intact. No signs of moisture damage identified . The patient has been disconnected from pump and is on a backup plan. There is no reported adverse event associated with this complaint. This complaint is being reported because of the allegation that the pump overheated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the pump failed to power on for testing; unable to perform all testing steps due to no power to pump. A crack was observed near the ir window and a case leak was found during leak testing. The pump was opened and moisture damage found on the printed circuit board.